Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery on (B)(6) 2018. During the procedure the skin was excised and a longer abutment was placed.